Event description:
Allegedly, the patient bent over and felt a cracking sensation in his left hip and a sagging of his left leg. Additional information received on 12-20-2023: revision due to broken neck. Additional information received on 05-21-2024: bfarm sends the implant card with all the products. Non revised products: product ID: prglha07 profemur® gladiator® ha stem w/ collar sz 7/ lot number: 1595955/ qty: 1. Product ID: pha04614 rim-lock "a-class®" acetabular poly liner 0° size 36 group g/ lot number: 15460181567319/ qty: 1. Product ID: pha06222 acetabular cup "procotyl® l" beaded coated s.62 group g/ lot number: 078587711/ qty: 1.

Event description:
Allegedly, the patient bent over and felt a cracking sensation in his left hip and a sagging of his left leg.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.